Event description:
Prosthetic shock pylon for amputees failure in field. Breakage due to thin aluminum wall section. Sixty-six pieces in field to be returned (recalled) asap. Product microshox gt-140, external product gt-190, gt-250, gt-350. (Do not have all the details on failed product).